Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to noise. A micro fracture or insulation damage was suspected. X-ray did not show any lead damage. The lead was replaced.